Event description:
The patient had been receiving 30 mcg/day of 100 mcg/ml fentanyl. At refill the pump was filled with 1,000 mcg/ml fentanyl and the healthcare provider did not realize this so the patient had been getting a dose of 300 mcg/day. The pump was updated with the correct concentration. It was stated the patient had symptoms of sleepiness and lack of pain relief as well as cerebrospinal fluid leakage. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted:; product typ programmer, physician product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ catheter. (B)(4).